Event description:
Patient reported no complaints pre dialysis vital signs within usual limits. Dialysis was initiated in the usual manner. Patient complained of neasea. The nurse noticed the IV salve solution bag had expanded and appeared to have more fluid in it. Patient vital signs bp 170/100, temp. 97.8, p 96 and irregular. Dialysis was discontinued, the system was recirculated and the physician was notified. The dialyzer blood lines were discarded and the dialysis machine removed from use and taken to the technical department for evaluation. The patient had blood cultures, cbc and electrolytes drawn. Patient's weight was checked and she had gained 0.7kg. Dialysis was resumed usinga new dialyzer and machine equipment used in incident. Dialyzer's 10th use. The patient completed the dialysis treatment and felt a little washed out. Bp 130/70. Hct down 24, temp. 95.8. Patient was typed and crossed matched for blood transfusion due to decrease in hct. The dialysis faculty chief technician called the MFR.s technical department and was told not to touch the machine. One day later the mfg. Technical servicescalled and ask the chief technician to evaluate the function of the machine it was found that the #1 output sensor and #2 input sensor connectors were crossed at the mother board. They were reconnected in the correct position and the machine's function seemed to be corrected. No further incidents has occurred with this machine.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: design - human factors, telemetry failure, other, other. Conclusion: device failure related to patient condition, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.